Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The initially reported symptom of over infusion, "over 4 times what the master drug library (mdl) had set as a hard limit¿, was not verified. The reported symptom was clarified by the customer as a user programming error, which was verified. The event history log (ehl) review was completed and verified and that the concentration and rate programmed by the user was higher than intended. The customer reported that magnesium sulfate with a concentration of 40g/1000ml was to be infused at a rate of 300 ml/hr with a volume to be infused of 50 ml, and upon completion, was to continue infusing with a maintenance rate of 50 ml/hr. The ehl revealed the user had selected primary continuous mode, magnesium 4 gram/50ml and programmed a rate of 125ml/hr, approximately 5 minutes after the start of the infusion, the history log revealed the user had titrated the rate to 200ml/hr, and after the device alarmed ¿infusion complete¿, as expected, then the device transitioned to a keep vein open (kvo) rate of 15ml/hr. At that time, the log shows the user programmed an additional 500ml to the volume to be infused (vtbi) and did not change the infusion rate. The device defaulted back to a rate of 200ml/hr and continued at that rate for two hours. The pump functioned as designed by defaulting to the previous rate of 200ml/hr. Per baxter¿s medical assessment, if the magnesium dose was selected and programmed correctly per physician order, at completion of the loading dose the infusion rate would have transitioned to the maintenance dose of 2 grams/hr (50ml/hr). However, due to the incorrect user programming, the magnesium continued to infuse at 200ml/hr for approximately 2 hours. The reported issue could not be reproduced during the device evaluation. The device passed all functional testing including flow testing. The device was determined to meet all product specifications related to the reported event. Due to a user programming error, the patient received a dose greater than physician ordered which lead to symptoms of agitation, restlessness, blurred vision, vomiting and attempt to climb out of bed, indicative for hypermagnesaemia. If the magnesium was selected and programmed correctly per physician order, at completion of the loading dose the infusion rate would have transitioned to the maintenance dose of 2 grams/hr (50ml/hr), however, due to the incorrect programming the magnesium continued to infuse at 200ml/hr for approximately 2 hours. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was initially reported that a spectrum pump delivered magnesium sulfate at a higher rate or volume than programmed (over infusion), "over 4 times what the master drug library (mdl) had set as a hard limit" during therapy in the labor and delivery unit. Additional information was reported by the customer stating the over infusion of magnesium was a result of a user programming error. The physician ordered a loading dose of magnesium 4 grams to be infused over 20 minutes (150 ml/hr), followed by a maintenance dose of 2 grams/hr (50ml/hr). The customer stated that at the time of the event, the mdl had two magnesium concentration options that the user could choose from: 4 grams in 50ml (loading dose) with no soft or hard limits set for this dose and 40 grams in 1000ml (maintenance dosing) with a hard limit of 6 grams/ hr. A 40 gm/1000ml (dose) intravenous (IV) bag of magnesium sulfate was hung for infusion, the device was programmed to deliver magnesium 4 gram/50ml (incorrect concentration selected) and programmed a rate of 125ml/hr, (incorrect infusion rate programmed) in primary continuous mode. The correct rate for the loading dose to deliver 4 grams based on the bag concentration that was hung should have been 300 ml/hr. Approximately 5 minutes into the start of the infusion, the user titrated the rate up to 200ml/hr, which was the customer stated should have been programmed at a lower rate for this infusion. Based on baxter medical assessment, it is likely this titration occurred in attempt to deliver and achieve timely completion of the ordered loading dose amount. At completion of the loading dose, the device alarmed ¿infusion complete¿ as expected then transitioned to keep vein open (kvo) rate of 15ml/hr. At that time, the user added 500ml to the volume to be infused (vtbi) and did not change the infusion rate. The customer also reported that once the loading dose completed infusing the user should have titrated down to a much lower rate, however, the magnesium continued to infuse at 200ml/hr for an unknown amount of time. Because of this user programming error, the patient received a dose greater than physician ordered which lead to symptoms of agitation, restlessness, blurred vision, vomiting and attempt to climb out of bed; symptoms indicative for hypermagnesaemia. This condition required medical intervention (discontinuation of magnesium and two additional days in the hospital to monitor the patient¿s condition). The patient¿s outcome is unknown. No additional information is available.